Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.